Event description:
It was reported that pump experienced malfunction with malfunction code 12 and no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Caller was unable to reset pump at time of call, so technical support provided reset instructions and advised caller to follow up if any issues occurred completing reset, and no additional information was received regarding outcome of event.